Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating which resulted in multiple, intermittent pump shutdowns. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.